Event description:
According to the reporter, there was a staple line leak 3 days post-op. Re-op was performed to correct. Dr thinks the tissue was thick. Procedure: lar double staple.

Manufacturer narrative:
07/27/07: initial report sent to FDA.